Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), per the article ¿unexpected complication during transcatheter aortic valve replacement: balloon that cannot inflate!¿ an 88 year old male was hospitalized for dyspnea and diagnosed with severe aortic stenosis. Pre-op CT was not performed due to the patient¿s high creatinine levels. Therefore, the diameter of the aortic annulus was measured (26mm) with tee and a 29mm valve was chosen. The femoral arteries measured 6mm and iliac arteries were calcified. Aortic root angiography performed at the start of the case showed a horizontal ascending aorta and a tortuous and calcified descending aorta. Bav was performed. A ¿29mm valve was loaded onto the delivery system, and the valve started to move from the right femoral artery. The valve was difficult to load into the vessel due to the lack of complete coaxiality¿. Once the coaxiality was corrected, the valve was ¿brought to the proper position¿, but the delivery system balloon did not inflate and the valve did not expand. Blood was seen in the inflation device when negative pressure was applied. The un-deployed valve was ¿taken back into the delivery system¿ and the delivery system, valve and sheath were removed as one unit. The valve was placed on a new delivery system and successfully implanted with no pvl. There was no injury to the patient reported. At last report, the patient was doing very well. The patient¿s native annulus diameter was 26mm by tee and was moderately calcified. The patient¿s femoral arteries measured 6mm and iliac arteries were calcified. The physician believes the calcified tortuous lesions in the femoral artery may have caused this event. Reference: bayar et al., unexpected complication during transcatheter aortic valve replacement: balloon that cannot inflate! Anatol j cardiol 2018; 19: 00-00.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the relevant device, visual, functional or dimensional analysis was unable to be performed. As a result, a manufacturing nonconformance is unable to be determined. A photograph provided in the article shows the balloon filled with blood, thus the complaint for delivery system leakage can be confirmed. Additionally, the valve was seen to be canted and non-coaxial with the balloon, suggesting that valve alignment may have been performed in a curve. The procedural imagery revealed there is slight tortuosity in the patient anatomy. Without photographs, imagery, or the device itself, a definite source for the leakage cannot be determined. However, since the device was able to be successfully de-aired, it is likely that the leakage source was not present on the device out-of-box and was created during the procedure. The following patient and/or procedural factors can possibly contribute to delivery system leakage: (1) the crimp balloon is torn and separates adjacent to the inflation balloon/crimp balloon (I/c) bond. Potential root causes for separation of the crimp balloon material proximal to the I/c bond have previously been identified and documented in a product risk assessment (pra). Performing valve alignment in tortuous anatomy could result in increased forces being applied to the bond area causing weakening/separation adjacent to the bond area. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As noted during imagery review, the valve appeared canted on the balloon after alignment and the patient anatomy was slightly tortuous, both suggesting that the valve alignment may have occurred in a curved section. (2) residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tear in the crimp balloon. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. (3) excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion/advancement or valve alignment) results in kinking or damage to the balloon shaft or balloon catheter bonds (i.e. Nose tip/inflation balloon, crimp balloon/balloon shaft). (4) kinking of the delivery system during insertion/advancement or improper insertion of the stylet or guidewire results in damage to the guidewire lumen. (5) calcification in the patient anatomy damages the inflation balloon and/or crimp balloon. Per the report, the physician suggested that calcification in the femoral artery may have caused the leakage. Although a definite root cause cannot be determined at this time. However, based on available information, it is likely that patient/procedural factors contributed to the reported event. Per manufacturing mitigations, during the manufacturing process, the entire delivery system is visually inspected and tested several times. Inflation balloons are 100% inspected for the following dimensions: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. The following crimp balloon features are 100% dimensionally inspected: distal length, proximal length, distal ID, proximal ID, and single/double wall thickness. The balloons are 100% visually inspected with unaided eye for general appearance/gross defects. The balloons are 100% visually inspected under 8x magnification for foreign matter, impurity or contamination, fish eyes, gel spots, etc. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. Prior to the process, the balloon is 100% visually inspected for balloon size and contamination under 2.85x minimum magnification. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. 100% distal to proximal visual inspection by both manufacturing and quality is performed. The entire device is inspected for damage or missing components. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. The balloon bonds (nose tip to balloon; crimp balloon to balloon shaft) are 100% visually inspected for divots, bubbles, smoothness of weld joints, exposed braided wire, etc. The flex shaft is inspected and rejected for kinks, bends, cracks, deep scratches in the stent area that expose the braid, or flash/exposed metal on stent section. The commander delivery systems were 100% leak tested. Post-leak test, there was 100% visual inspection of the balloon catheters. Additionally, the work order underwent product verification testing as a requirement for lot release. Of note, no failures occurred during product verification testing and the lot was released. The device underwent tensile product verification testing where the following bonds were tensile tested: y-connector/balloon shaft, inflation balloon/nose tip, inflation balloon/crimp balloon, and crimp balloon/balloon shaft. All tested bonds met their tensile strength specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system ¿ leakage was confirmed, based on the photograph provided by the site. It cannot be determined if a manufacturing nonconformance contributed to the reported event. However, a review of the lot history, device history records (DHR), manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Available information suggests that patient/procedural factors may contributed to the reported event. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rate for the trend category exceeded the april 2018 control limit. Since no manufacturing non-conformances or IFU/training deficiencies were identified in the investigations at this time, no corrective/preventative actions are required.

Manufacturer narrative:
UDI number: (B)(4).